Event description:
It was reported that there was dislodgement of the right atrial (ra) lead. It was also reported that the right ventricular (rv) lead had high pacing threshold. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The outer insulation of the lead was observed to have blood ingression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.